Event description:
Compainant alleged that during biomedical department's routine testing and preventative maintenance, the device displayed a dotted base line in all leads and in paddles mode, indicating that the device was not picking up the ECG signal. The complainant indicated that there was no pt involvement in the reported failure.